Event description:
The reporter/ lay user (daughter-in-law) contacted lifescan for the lay user/patient, alleging that the product was prompting the apply sample message, which was unresolved with troubleshooting because the reporter did not have the products with her. There were no allegations of harm or injury. The reporter was asked to call back with the products to troubleshoot.

Manufacturer narrative:
Test strip, lot number, and meter serial number also not provided.